Manufacturer narrative:
This is one of three reports submitted for the same event. Please reference MFR report #: 9616099-2021-04712 and 9616099-2021-04713 as reported, seventy-three boxes of .098¿ 9f 55cm vista brite tip straight (str) guiding catheters were received with particulate matter/minute cardboard shavings, located inside its sterile pouch. There was no damage noted to the packaging or the catheters. The particulate matter was detected in the warehouse and the devices never made it to a hospital. There was no reported patient injury. Six sterile units of vista brite tip catheters (gc 9f .098 str 55cm) were received for analysis inside their original boxes. The boxes were open, but the catheters remained sealed inside their pouch. Two units were received for each of the complaints that were divided by their respective lot numbers. During visual inspection, the first device had one inclusion on its mounting card. Two inclusions were noted on the mounting card of the second device. No other anomalies were found along the devices. Dimensional analysis was performed on the inclusions and results were within specification. Up to three inclusions/stains no larger than 0.050¿ per card are allowed per specification. The phr review for lot 17996459 does not suggest the failure experienced by the customer could be related to the manufacturing process. The complaint reported by the customer as ¿packaging/pouch/box ¿ foreign material - in sterile package,¿ was confirmed since inclusions were found on the mounting cards. The inclusions were deemed acceptable because they were measured with a pocket comparator and the results were within specification. The cause of the reported event could not be conclusively determined during analysis. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿do not use open or damaged packages. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the phr reviews nor the product analyses suggests that the reported event could be related to the manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This is one of three reports submitted for the same event. Please reference MFR report #: 9616099-2021-04712 and 9616099-2021-04713. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, seventy-three (73) boxes of .098¿ 9f 55cm vista brite tip straight (str) guiding catheter had particulate matter minute cardboard shavings, found inside its sterile pouch. There was no reported patient injury. There was no damage noted to the packaging of the device. It was detected in the warehouse and the devices never made it to a hospital. The actual product was not damaged. Total of six (6) devices will be returned (2 from each lot) will be returned for evaluation.